Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to the implantable pulse generator (ipg) was not holding a charge and the patient needed it to be magnetic resonance imaging (MRI) compatible. Device will not return due to facility policy and electrocautery was not used.